Event description:
Subsequent to initial medwatch report the following additional information was received: reportedly, the suture was deployed. A few hours post-procedure the patient experienced pain in the right groin at the access site. It was discovered after a femoral angiogram that the suture had captured the back wall of the artery. The artery was surgically repaired and closed. No clinically significant delay was reported in the initial vessel closure procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure in the left leg. Reportedly, the suture captured the back wall of the artery which resulted in severe pain to the right leg. The artery was surgically repaired and closed. A clinically significant delay in the procedure was reported due to the surgical repair of the artery. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for the suture capturing the back wall of the artery reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.